Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 147 mg/dl. Customer stated that he sweats in his underwear. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.